Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the balloon physically broke.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The event report alleges the product was used in a surgical procedure. The visual inspection of device one noted the trocar balloon was disengaged from the cannula. Functional testing of device one noted the balloon was unable to be inflated due to the balloon being disengaged from the cannula. All other components functioned properly. No visual or functional abnormalities were observed during product analysis for devices 2 and three. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon and cracked locking collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation sum mary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the balloon physically broke during insufflation.